Event description:
Pt reported cadd legacy pump alarming. Said she had 10ml in cassette. It was dry, and no error code popped up. Stated she wanted pump replaced. Shipped out new pump. No interruption in therapy. Dose or amount: remodulin 110ng/kg/min, frequency: continuous, route: IV. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.